Event description:
It was reported, the patient experienced a painful burning sensation at his scs ipg pocket site with and without system stimulation. The patient was advised to turn his system stimulation off. Follow-up identified the issue has not been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.